Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the clinic for a device check. Upon interrogation, it was observed the patient's right atrial lead had a low pacing impedance. The clinic elected to monitor the lead. The patient experienced no symptoms related to this event. Further information was requested, but not available.